Event description:
A nurse from the user facility provided additional info stating there was no pt impact/injury associated with this event. The nurse stated the lens was noted to be damaged when it was removed from the box. It was not noted during insertion.

Event description:
A user facility reported that the intraocular lens folded in the eye after insertion. It is not known whether there was patient impact/injury associated with this event.